Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charged coupled device (ccd). As to the cause of the faulty charged coupled device (ccd), it is likely that it was broken because water entered from the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation of device not working was confirmed. There was no image due to bad charge coupled device (ccd). It was also noted that the device was leaking from the cable. Upon follow up, the customer stated that no further information was available regarding the event. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition autoclavable camera head was not working. There were no reports of patient harm.